Event description:
Customer reported system had a bad hard drive. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. (B) (4).